Event description:
Anaphylactic reaction, swelling of throat, difficulty breathing. Information was received on 02 november 2006 from a physician via a sales representative regarding a female patient, l--, age unk, with a medical history of osteoarthritis, who experienced anaphylactic reaction, swelling of her throat and difficulty breathing. The patient has received two previous series of synvisc on unk dates. The patient began treatment with synvisc on an unk date in 2006. It was reported that the patient received one injection of synvisc into an unk knee in 2006 or 3 days later. The exact date was unk. The patient experienced swelling of her throat with trouble breathing within one hour of her synvisc injections. She went to the emergency room and received epinephrine. The swelling of her throat and difficult breathing resolved. The physician described it as an anaphylactic reaction. At the time of the report, the physician had not assessed the relationship of synvisc to the events.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.